Manufacturer narrative:
The reporter's product was requested for investigation. The occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of his coaguchek xs meter serial number (B)(4). The specific date of the event is not known. This patient stated that the issue started approximately one month prior to (B)(6) 2020. When the issue started to occur, some areas of the display were missing and some areas appeared faint. The reporter stated that he could move the meter and view it from the side or at an angle to see the results field. The reporter could not provide any additional information on which sections of the display had missing information, which ones appeared faint. No actual misinterpretation occurred. On (B)(6) 2020, the reporter states that the display currently will not display anything.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated which causes contact interference with an electronic component. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.